Event description:
A distributor in (B)(6) reported that their customer could not connect the heater wire adaptor to an rt225 infant bias flow breathing circuit and that the pins had bent.

Event description:
A distributor in (B)(4) reported that their customer could not connect the heater wire adaptor to an rt225 infant bias flow breathing circuit and that the pins had bent.

Manufacturer narrative:
(B)(4). The complaint rt225 breathing circuit is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was received for investigation. The pins on the inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the right heater wire pin of the inspiratory limb of the circuit was bent inwards and full insertion of the heater wire adaptor was not possible. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).